Event description:
A pt (age and gender unknown) underwent a therapeutic ercp for treatment. The clinician has stated that the autotome rx became hooked on the elevator or the scope. Attempts to release the wire resulted in the wire breaking when it was pulled. The procedure was completed successfully with another of the same device. There was no report of death, serious injury or mistreatment associated with this event. The pt tolerated the procedure well. Pt condition was noted to be fine.